Event description:
It was reported by the user that this device displayed a lead.com error at power-up. Welch allyn factory service identified during testing a ECG comm error.

Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Investigation did not confirmed the reported problem but did identify a ECG comm. Error during extended testing of the device. Troubleshooting isolated the cause of the malfunction to two connectors. The connectors and the associated cables were replaced to restore device operation. The repaired device was returned to the customer after passing acceptance testing.